Manufacturer narrative:
Based on additional information received on 11oct2024, the following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number. At this time, our investigation is currently still underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Pictures were received, and the reported issue was observed. However, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks." The product information was not provided.

Manufacturer narrative:
Additional event information was received from the customer on 09jun2024 therefore section b5 was updated. H6 health effect - impact code was also updated.

Event description:
The customer reported an issue regarding the use of the safety needle and stated "ampule bags/pfs/vial leaks". On 09jun2024 the customer provided additional information stating that after the injection, the nurse noticed that the syringe had melted at the screw thread. The nurse therefore declared that a large quantity of the product had leaked out and had not been injected. The patient did not receive another injection: he is under observation and will receive tablets if necessary. Possible item code 8881850215, 8881850310. Possible lot number 004115, 113789.